Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that lead dislodgment occurred. When lead repositioning was unsuccessful the lead was explanted and replaced.